Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was revised and the ipg was replaced. Follow up indicated the patient's discomfort had resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.